Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that increased capture threshold was noted. The lead was explanted and replaced. No adverse consequences to the patient.